Event description:
The affiliate reported a customer with a suspected positive biological indicator (bi). The affiliate reported that one item was not recalled from the load and was released for use on a pt. The affiliate stated that the customer did not provide any info on potential pt injury. The affiliate reported that the customer's unit was serviced and found to be within specifications. The affiliate also reported that the customer's lead was found to be within recommended parameters.